Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) patient reported needing surgery to address a broken transvenous right ventricular (rv) lead. The patient's rv pacing impedance began to rise approximately 1 month post-implant, and had increased to greater than 3000 ohms, triggering a latitude red alert. No noise or oversensing was observed. A field representative commented that the physician hates boston scientific, and would not be happy about the high impedance. The patient was brought into the hospital for an emergency lead revision procedure.

Manufacturer narrative:
Upon reopening the pocket during the lead revision, it was noted that an rv setscrew connection was loose. The connection was secured, and rv impedance measurements dropped to within normal range. No adverse patient effects were reported as a result of these observations. According to the available information, this rv lead and ICD remain implanted and in service. This event will be updated if any additional information becomes available. Approximately two years later, we received information that this rv was surgically abandoned and the device was explanted due to high pacing impedances greater than 3,000 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.